Manufacturer narrative:
The device was received fully deployed. Corrosion was observed on the batteries as well as the pcb assembly. Investigation discovered an 0x10 alarm generated in the device data, indicating a reset caused by sawcop expiration. The downloaded data did not show any timeouts or drive stalls. The fluid path, needle mechanism, and drive mechanism were inspected and discovered damages to the reservoir cap, mechanism rails, and ratchet gear. The damages observed on the reservoir cap, mechanism rails, and ratchet gear closely match up with the damage observed on the interior of the top housing, indicating post use damage. Therefore, the damage observed on these components can be attributed to post use damage. The inspections on these components did not discover abnormalities that could contribute to either the observed hazard alarm or the communication error. The exact cause of the communication error as well as the observed hazard alarm could not be conclusively determined. Further investigation of the device discovered a leak on the unexposed portion of the soft cannula. The leak was caused by a small tear, which diverted the fluid from completing the fluid path. The tear measured out to be 0.256" from the nailhead of the soft cannula. Thus, the internal tear caused corrosion to be present on the batteries as well as the pcb assembly. However, since the integrity of the investigation was compromised due to post use damage, the cause of the cannula damage cannot be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was over 20 mmol/l (360 mg/dl) and there was a communication error generated with the pod. The pod was worn between 36 and 48 hours. Hyperglycemia treated with a new pod.